Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were experiencing daily return of symptoms. There were no trauma/falls reported that could be related to this issue. Regarding if stim issue reported related to positional movement, it was noted: no, but patient did state stim perception was stronger when laying down, but now reported as painful. Patient increased program 4 from 2.0 to 2.2 but it was painful. The patient will follow up with hcp (healthcare provider) to find out if there was some reason for her sudden unexplained return of symptoms. The patient changed to program 1 at 2.2 and stim was reported as comfortable in all positions. Symptoms reported were: frequency, up every hour at night and control during the day has decreased. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. Additional information received from the patient noted that the patient did not see a doctor but saw a nurse on (B)(6) 2016. Regarding circumstances that led to the patient, it was noted: do not know. Regarding steps taken to resolve the return of symptoms and painful stimulation when increased, it was noted: changed program to level 2. They showed the patient had been on level one all the time. Patient was on level 4 until they called on (B)(6) 2016 and at that time was changed to level one. Indications for use was noted as: gastrointestinal/pelvic floor.